Event description:
Patient is reporting pain due to broken screw and non-fusion. Product is still implanted and not available for review.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown, implant date - unknown, explanted date - still implanted, manufacture date - unknown.

Manufacturer narrative:
Updated with new office contact: (B)(6). Although, actual device was not available for inspection, review of the post operative documentation confirmed the reported incident. X-rays taken at (B)(6) 2004 (12 month follow-up), show a broken screw. Manufacturing records could not be reviewed for lack of the lot numbers. The probable underlying root cause for the screw breakage is loss of mechanical integrity resulting in fracture during usage of the device.